Manufacturer narrative:
(B)(6). Initial reporter occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd pump being used with a cadd cassette reservoir alarmed for "no disposable" and the infusion was completed early. There was no patient or clinician injury.